Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician noted the implantable cardioverter defibrillator (ICD) had rapid battery depletion as the ICD is less that two years old.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged. The ra lead was explanted, and the physician decided to replace it with a tined lead for better stability. Additionally, it was reported by the patient that the battery of their implantable cardioverter defibrillator (ICD) was supposed to last nine years and it was down to about two-and-a-half years left. The patient stated that the physician decided to change the ICD at the same time they were replacing the lead. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.